Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bicornuate uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and left salpingectomy, right salpingo oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and complication associated with device outcome was unknown. The reporter considered complication associated with device and pelvic pain to be related to essure. The reporter commented: both fallopian tube ostia were identified. The right fallopian tube was first evaluated and the first essure device was advanced until adequate markings were noted. The wheel was rolled back. The device implant was deployed and there was noted to be three to four coils protruding from the ostia. Attention was then turned to the patient's left fallopian tube ostia and a second device was advanced until adequate distance and markings were noted. The wheel was rolled back. The device implant was deployed and two coils were exposed outside the ostia. Both were reexamined and noted to be hemostatic. There was no evidence of injury to the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bicornuate uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and left salpingectomy,right salpingo oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and complication associated with device outcome was unknown. The reporter considered complication associated with device and pelvic pain to be related to essure. The reporter commented: both fallopian tube ostia were identified. The right fallopian tube was first evaluated and the first essure device was advanced until adequate markings were noted. The wheel was rolled back. The device implant was deployed and there was noted to be three to four coils protruding from the ostia. Attention was then turned to the patient's left fallopian tube ostia and a second device was advanced until adequate distance and markings were noted. The wheel was rolled back. The device implant was deployed and two coils were exposed outside the ostia. Both were reexamined and noted to be hemostatic. There was no evidence of injury to the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received. Reporter information added. Event medical device removal updated to event pelvic pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. 632025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bicornuate uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both fallopian tube ostia were identified. The right fallopian tube was first evaluated and the first essure device was advanced until adequate markings were noted. The wheel was rolled back. The device implant was deployed and there was noted to be three to four coils protruding from the ostia. Attention was then turned to the patient's left fallopian tube ostia and a second device was advanced until adequate distance and markings were noted. The wheel was rolled back. The device implant was deployed and two coils were exposed outside the ostia. Both were reexamined and noted to be hemostatic. There was no evidence of injury to the uterus. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: essure lot number and information about insertion added. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. A product technical analysis update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. 632025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bicornuate uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both fallopian tube ostia were identified. The right fallopian tube was first evaluated and the first essure device was advanced until adequate markings were noted. The wheel was rolled back. The device implant was deployed and there was noted to be three to four coils protruding from the ostia. Attention was then turned to the patient's left fallopian tube ostia and a second device was advanced until adequate distance and markings were noted. The wheel was rolled back. The device implant was deployed and two coils were exposed outside the ostia. Both were reexamined and noted to be hemostatic. There was no evidence of injury to the uterus. Most recent follow-up information incorporated above includes: on 12-jun-2017: quality safety evaluation of ptc: company causality comment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.